Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma.

Event description:
Physician assistant reported right side capsular contracture baker grade IV, seroma, and "small hypoechogenic collection located in the subcutaneous near the skin in the periareolar region" on ultrasound. Physician assistant also reported "asia syndrome" and "inflammation in various organs of the body in general", which is not device related. Patient reported recall. Treatment: puncture and prescribed antibiotic medication and anti-inflammatory. Device remains implanted.